Manufacturer narrative:
(B) (4). Incision sutured. (B) (4).

Event description:
The reporter indicated the surgeon inserted an aq2003v silicone three piece lens and the haptic was noted to be broken. The incision was enlarged to remove the lens and sutures were required to close the incision. The reporter indicated that the technician broke the haptic while loading the lens into the cartridge.